Manufacturer narrative:
Complaint conclusion: as noted in the publication by otsuka et al pathology of second-generation everolimus-eluting stents versus first-generation sirolimus- and paclitaxel-eluting stents in humans. A (B)(6) woman, who received a cypher stent in the proximal left anterior descending artery for acute myocardial infarction 18 months antemortem, died of diffuse severe coronary artery disease. A lower-power image in the autopsy study showed mild neointimal proliferation. There were also focal uncovered struts and strut penetration into the necrotic core noted. The product remains implanted and are thus not available for analysis. A device history record (DHR) review could not be conducted since a lot number was not provided. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis a include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. The cause of death reported for this patient was diffuse severe coronary artery disease. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failures could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Literature citation: otsuka et al (2014). Pathology of second-generation everolimus-eluting stents versus first-generation sirolimus- and paclitaxel-eluting stents in humans. Circulation 26, 211- 223. The literature publication has been attached to this MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
As noted in the publication by otsuka et al pathology of second-generation everolimus-eluting stents versus first-generation sirolimus- and paclitaxel-eluting stents in humans. A (B)(6) woman, who received a cypher stent in the proximal left anterior descending artery for acute myocardial infarction 18 months antemortem, died of diffuse severe coronary artery disease. A lower-power image in the autopsy study showed mild neointimal proliferation. There were also focal uncovered struts and strut penetration into the necrotic core noted.